Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2013. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013, due to patient allegations of a local tissue reaction, elevated metal ion levels and metallosis. Operative report noted cloudy yellowish fluid, cystic formations and liner wear. Review of invoice history confirmed the modular head, metal liner and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Corrected cobalt collection date

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00444 / 00446).